Event description:
The customer reported that the subtraction function was not working, resulting in a loss of critical vascular features. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.